Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported that during impella cp support, a few drops of blood were noted to be leaking from the red impella plug. There were no error messages displayed. There was no reported patient harm.

Manufacturer narrative:
The investigation into the product damage (hole in catheter) has been completed since the original report was filed. The pump was returned and evaluated. Upon inspection of the product, a hole was found at about the 80cm mark on the catheter and blood was in the red handle. The root cause of the product damage (hole in the catheter) was determined to be use related as a puncture was found in the catheter. To conform to updated procedures, section d6 was revised with updated information.